Event description:
An olympus field service engineer reported on behalf of a customer, the ultrasonic gastrovideoscope probe surface was peeling during preparation for use. The unspecified diagnostic procedure was completed using a replacement device. There was no reported delay in procedure or patient harm. During incoming inspection, it was determined the acoustic lens was peeled off. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation, the angulation in the up direction was out of standards due to worn of angle-wire. Liquid leaked due to perforation of bending section cover. The adhesive part of bending section cover was broken. The coating of connecting tube was peeled off. Switch button 1 was worn. Electrical connector was corroded. Electronic position of ultrasonic connector was corroded. Ultrasonic cable was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of acoustic lens peeling could not be determined. Olympus will continue to monitor field performance for this device.